Event description:
The patient was revised on (B)(6) 2021, approximately 6 weeks after the primary surgery on (B)(6) 2021 as the humeral cup popped off (disengaged). The humeral cup (36/3) and humeris stem cementless (16) were explanted and a humeral cup (36/3) and humeris stem cementless (18) were implanted.